Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was assembled and connected to the power supply/generator. It was then placed on the back table while the patient was being prepped. The device began to smoke and the harvesting tool melted to the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use was observed. There was no evidence of blood detected. A visual, and a photographic inspection was conducted. The heater is observed to be flexed away at the center and tip of the hot jaw, yet remained attached at the base of the hot jaw. The silicone insulation on both jaws was melted, charred, cracked and whitish in color. The silicon insulation on the top half of the hot and cold jaw is peeled with detachment. The detached piece was not returned with the device. The plastic piece on the c-ring was observed to be melted/burned.. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test; it did not activate when the power was switched on. The cable connection was manipulated and the device did not remain activated. As per the instructions in the IFU, the toggle was moved away from the most proximal position and the device still did not remain activated. The cable was disconnected and the handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined. No residue or contamination was seen on the switch. Based on the results of the evaluation, the reported failure "self-activation or keying" is not confirmed, however the reported failure mode "thermal decomposition of device" is confirmed. The analyzed failures "material twisted/bent; wire", "peeled; jaw" and "thermal decomposition of device; cannula" are confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was assembled and connected to the power supply/generator. It was then placed on the back table while the patient was being prepped. The device began to smoke and the harvesting tool melted to the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.